Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployed on the initial dep loyment attempt, an infold of the valve involving node 1 through 3 was reported as a result of patient anatomy. The fold was evident prior to the recapture. Per the physician, it is believed the calcium and bicuspid nature of the native valve was the cause of the infold. The system was removed and a new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.